Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited broken plug and pins. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6 and h11. Corrected fields: the following codes were sent in the initial report inadvertently: - health effect - clinical code: duplicated e2403 no clinical signs, symptoms or conditions. - health effect - impact code: f24 insufficient information. - medical device problem code: duplicated a0401 break. - component code: g04034 connector/coupler and g0403401 connector pin. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.